Event description:
Related manufacturer reference number:2017865-2022-02332. It was reported that the right atrial and right ventricular leads were fractured. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead fracture and lead dislodgement. As received, a complete lead was returned in one piece. The reported event for lead fracture was confirmed. Analysis found all the outer coil filars to be fractured at the proximal region of the lead. The cause of the reported event was due to fracture of all the outer coil filars. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was measured to be within product specification.